Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 111 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 10:03:00, (B)(6) 2023 at 11:01:31, (B)(6) 2023 at 11:00:40 to (B)(6) 2023 at 10:58:44, and (B)(6) 2023 at 10:58:24 to (B)(6) 2023 at 16:30:43, intermittent strings of backup battery faults alarms activated due to the backup battery load tests not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery alarms did not resolve before the driveline was disconnected on (B)(6) 2023 at 16:29:55 and the controller shutdown at 16:30:43. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system for extended operation. Backup battery fault alarms were unable to be reproduced throughout testing. Per the provided information, the alarms have resolved since the controller exchange. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to the load test not passing. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient has been having recurrent backup battery fault alarms intermittently over the past few weeks despite receiving a new 11 volt li-ion backup battery back in april for the same reason. Patient stated that the alarms would sometimes clear with a self-test but always returned. The patient was admitted on (B)(6) 2023 for an equipment visit and controller was exchanged on (B)(6) 2023.